Event description:
It was reported that during an implant attempt, the right ventricular lead was repositioned three times and each time had low r-waves. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented, helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.